Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, the electrode belt failed the therapy electrode recognition test. Upon evaluation, there was an open pulse wire inside the trunk cable. The cause of the non-functional therapy electrodes and test failure is the open pulse wire. The root cause of the open pulse wire is excessive force placed on the cable. No adverse event resulted from the damaged open pulse wire.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.